Event description:
Patient reported to have undergone total knee arthroplasty on (B)(6), 2012 and that a revision procedure was performed on (B)(6), 2012 because the locking bar backed out. A review of invoice history confirmed surgery dates and that the locking bar was removed and replaced during the revision procedure.

Manufacturer narrative:
The tibia tray reported remains implanted; only the locking bar portion was removed and replaced. Current information is insufficient to permit a conclusion as to the cause of the event. Review of receiving certificate of conformance showed that lot released with no recorded anomaly or deviation.